Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that the 3.5x23mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted. Negative pressure was held for 15 seconds; however, the balloon only partially deflated. It should be noted in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. It is possible the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to deflation problems include, but are not limited to, deflation technique, contrast concentration, contamination in the inflation lumen, procedural technique, damage to the guide wire and/or inflation lumen. Factors that can contribute to difficult to remove include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. There was no damage noted to the device prior to use during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the balloon was not allowed sufficient time to completely deflate before an attempt was made to remove the device, contributing to the reported deflation problem, ultimately causing the reported difficult to remove; however, without the device to examine, a definitive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the right coronary artery with mild calcification and mild tortuosity. The 3.5x23mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted and negative was held for 15 seconds; however, the balloon of the sds only partially deflated. The delivery system was removed and resistance was noted. Therefore, the delivery system was removed with complete assembly as a single unit. There was no adverse patient effect and no clinically significant delay reported in the procedure. After removal of the delivery, outside the patient the balloon was noted to still not be able to be deflated. No additional information was provided.